Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead the lead was advanced into the pulmonary artery and advanced into the high septum where it was positioned after the physician encountered difficulty manipulating the lead in the right atrium. The measurements performed appeared good, but attempting to manipulate the helix further resulting in the inability to extend the helix after ten turns, finally, the helix was extended after twenty five turns. After the helix was extended the lead was connected to the pacing system analyzer (psa) but noise was seen. The issue was not resolve after different alligator clips were used. Thus the helix was rotated backwards and retraction was attempted, but the helix failed to be retracted. The rv lead was suspected to be fractured and thus was removed from the patient. The procedure was completed with new products implanted successfully. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Helix extended upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.